Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution was leaking from between the connection of the supply line of a homchoice cassette and the supply bag. This occurred during an unspecified process step of peritoneal dialysis (pd) therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient with ending therapy and restarting therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.